Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2017 due to a blood glucose level of 58 mg/dl. Customer treated the blood glucose with food. Blood glucose level at the time of the call was 130 mg/dl. It was unknown if customer was wearing the insulin pump at the time of the emergency room visit. The customer does not remember the details of hospitalization. Customer also reported getting blood glucose of 292 mg/dl. During troubleshooting, customer mentioned they were unsure if the programming was accurate. Troubleshooting was not completed as the call got disconnected. The insulin pump was returned for analysis.